Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and calcified distal left circumflex (lcx). The target lesion was predilated several times but the taxus express2 drug eluting stent (des) was not able to cross the lesion. The physician pushed the stent delivery system (sds) forcibly but it was still difficult to cross the lesion. When the physician withdrew the sds from inside the pt, he felt resistance and noticed that the stent distal edge was lifted up. The procedure was not completed. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The most probable root cause of this complaint will be considered design limitations. A CAPA has been initiated to address this issue. The manufacturing records for this batch have been reviewed and no issues of discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.